Event description:
Health professional reported an alleged leak with a lap-band port. A "a port replacement" was performed as the surgeon believed there may have been a "slow leak." Follow-up findings: the "patient" was "not getting any restriction for long periods of time. Fluid was added" to the band and "rechecked" a "month later." Missing fluid was noticed multiple times. The surgeon was "unsure where "the leak was located" as the surgeon was "unable to find it" at the time of "removal" and replacement.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."